Event description:
The manufacturer received information alleging a trilogy evo experienced an issue when upgrading the software version. The device became unrecoverable. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required error relating to 'internal battery failed' was found in the devices' error log. The service technician states that the internal battery will be replaced to resolve the issue. The internal battery is currently out of stock. Availability has yet to be determined. Additionally, the not-reportable software upgrade issue was reproduced. The device experienced a ventilator inoperative error code relating to 'therapy held in bm' due to the software issue. The service technician states that error was resolved by reinstalling the software successfully.

Manufacturer narrative:
The reported internal battery failure error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.